Event description:
Same case as: 2134265-2014-00934 and 2134265-2014-00976. It was reported that the motor drive unit did not pullback. A motor drive unit was used in conjunction with an unknown imaging catheter to visualize the lesion. During the procedure, it was noted that the automatic pullback function of the motor drive unit failed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).